Manufacturer narrative:
The ortho summit plus is the hamilton microlab at plus 2 pipetter private labeled and distributed by ortho-clinical diagnostics into the european union. The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling sys in the united states. Both pipetters use the same hamilton (labeled) disposable pipette tips. The operating software for the pipetters is different. The customer reports that three ortho summit plus pipetters installed in their laboratory had failed on an apparently random basis to pipette and/or aspirate samples and diluent as expected. The field svc engineer (fse) evaluated the instruments. The failures occurred only when hamilton disposable pipette tip lot # 44906p5 was in use with the instruments. The pipette tips concerned are a ce marked prod supplied by distributor in another country. The customer reported that the failures were only associated with this lot of pipette tips and that when using an alternative lot of pipette tips, hamilton disposable pipette tip lot # 51307p7, no failure had been encountered. The hamilton disposable pipette tip lot # 44906p5 was distributed outside of the us. An investigation has been initiated with the external MFR(s).